Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a deployed epic stent. The epic delivery system (sds) was not received for product analysis. The stent was received in the deployed state and the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the femoral artery. A 7x80x120 epic stent was selected for use and advanced to treat the lesion. The stent was deployed; however, when removing the stent delivery system (sds), the stent was pulled back with the sds into the introducer sheath. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the femoral artery. A 7x80x120 epic¿ stent was selected for use and advanced to treat the lesion. The stent was deployed; however, when removing the stent delivery system (sds), the stent was pulled back with the sds into the introducer sheath. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.